Manufacturer narrative:
The report of driveline fault and pump stoppage events was confirmed during the evaluation of the returned driveline segment. A section of the driveline approximately 7 inches long was returned for evaluation. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. White rescue tape was observed adjacent to the metal connector. Upon removal of the rescue tape, a separation of the driveline bend relief from the metal connector was noted. Silicone jacket was removed and revealed a breach to the clear bionate adjacent to the metal connector. Visual inspection of the wires showed that the red wire underneath the bionate was completely severed. The observed wire damage appeared to be the result of repetitive flexing. Kinks were also observed on the orange and yellow wires adjacent to the metal connector. The remainder of the driveline was submerged in a saline solution for hi-pot testing to verify the integrity of each wire's insulation and this test did not reveal any additional areas of current leakage that were present while the driveline was supporting the patient. If the exposed conductors of the red wire made contact with the braided shield while the patient was operating on the power module, the resulting short to ground could have resulted in the speed drops and pump stoppages that were observed in the submitted log file. These events also would have occurred on batteries due to the lack of continuity along the red wire. Furthermore, the open circuit identified on the red wire appeared consistent with the driveline fault alarms that occurred on (B)(6) 2017. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 9 months. The patient remains ongoing on lvad support. However, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacture¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2015. It was reported that driveline fault alarms and pump stoppages occurred, and were accompanied by red heart alarms. Reportedly, there was visible loss of integrity to the driveline. No clinical symptoms were reported. The submitted log file was reviewed by a representative of the manufacturer's technical services team and confirmed multiple pump stoppages. These events only appeared to occur while the lvad was connected to the power module. The data reviewed appeared consistent with potential issues with the driveline. An electrical continuity test performed by technical services representatives on (B)(6) 2017 did not indicate any broken wires. An external distal end percutaneous lead (driveline) replacement was performed with no issues. After the repair, no issues were noted after the system was connected to a grounded power module patient cable.